Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of dixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain."

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain, instability, and inability to bear weight. Patient alleges x-rays from (B)(6) 2013 confirm the implant is sliding off back and revision is recommended by surgeon. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.